Event description:
Medical affairs was unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient called alleging that the meter set to the incorrect unit of measurement. The patient mentioned that the meter was set to mmol/l and it said "kerotones". The patient took oral medication after attempting to use the device. The patient's meter was recently set to the correct unit of measurement. The patient did not recently go into the settings and change the unit of measurement. Due to the incorrect unit of measurement, the patient contacted their physician and was treated with insulin. No information on what the reading was on the physician's meter.